Event description:
It was reported that this unit had problems with aiming beam and power was low. No patient involvement.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It was reported that the unit experienced issues related to low aiming beam output and low power. There was no patient involvement associated with this event. The issue was investigated on site by field service. Troubleshooting confirmed that the system energy output was not within the acceptable tolerance of the requested power and that the aiming beam and treatment beam were not concentric. Inspection of the arm assembly, optics bench, mirrors, and optical components did not reveal any compromised or damaged parts. Cleaning, realignment of the aiming and treatment beams, and multiple calibration procedures were performed to restore system performance. Following completion of the aiming beam alignment, power calibrations, and system performance checks, the console was verified to be operating within manufacturer specifications. All safety features were tested and confirmed to be functioning correctly, and the system passed all required performance and power output tests. The unit was returned to service and deemed ready for customer use. Based on the available information, the reported event was attributed to an expected or random component failure, with no indication of a manufacturing or design related issue. As a result, a conclusion of cause traced to component failure was assigned.

Event description:
It was reported that this unit had problems with aiming beam and power was low. No patient involvement.